Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The meter powered on with button press and strip insertion. Low battery icon was not observed and no new issues were observed. The complaint is not confirmed.

Event description:
Customer reported her adc blood glucose meter had not been working since (B)(6) 2013, but just noticed, on the day her call, that there was a battery icon on the display of her meter. Customer further reported that on (B)(6) 2013, because her meter wasn't working, she self-presented to a local healthcare facility. Customer noted she was not experiencing any symptoms. At the hospital a reading of 800 mg/dl was received on an unspecified hospital device. Customer was diagnosed with hyperglycemia. Customer noted she spent two months in the hospital and was treated with lantus and novolog insulin during her stay. Customer also noted she received glipizide for two days. There was no report of death or permanent injury associated with this event.